Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device was not working. The aus was removed and replaced with a new aus system consisting of a 4 cm cuff, a control pump and a 61-70 cm balloon. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information will be provided as relevant information becomes available. Additional information received. The patient presented recurring incontinence. The patient is expected to be well.